Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous distal right coronary artery. After pre-dilation, a 2.5x20mm promus element stent was advanced for treatment but could not cross the lesion. It was noted that the stent "got lifted" during the procedure. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous distal right coronary artery. After pre-dilation, a 2.5x20mm promus element stent was advanced for treatment but could not cross the lesion. It was noted that the stent "got lifted" during the procedure. The procedure was completed with another device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts on the sixth row on the distal end of the stent were raised up and misaligned. The tip of the device was damaged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).